Event description:
Device returned for repair. During service, the technician found out that device vibrated at 40-50000 rpm and the hose had a small hole. Detergents were found in the device which were caused by water damage.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, damaged bearings was found due to ineffective maintenance. Vibrations at 40-50¿000 rpm,